Event description:
A hospital customer reported that monitored parameter channels disappeared from the spacelabs monitor's display during use of a valleylabs model argon electrosurgical unit. The display did not return until the monitor's ac power was turned off and on.

Manufacturer narrative:
The hospital used the module without any issue after the incident. The module has been returned to spacelabs and a replacement provided to the hospital. At this time, we are attempting to reproduce the reported symptoms and identify the root cause. We will provide a supplemental report once our investigation is complete.